Manufacturer narrative:
The other patient identifier is (B)(6). Imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the speedband superview super 7 was not returned; therefore, product analysis could not be performed. Per media analysis on the provided photos, it showed the ligator head had some bands attached, some of them were moved from their position and overlapped. One photo also showed two bands were attached to the ligator head which was most likely the manipulation of the device outside the patient and deployed sme bands, hence, only two bands remained in the ligator head. Additionally, it showed the ligator head teeth were bent/damaged, and the bands had evidence of tension. The reported event of bands unable to deploy was confirmed. The device was not returned but per the photos provided by the customer, the ligator head had some bands attached. Some of them were moved from their position and overlapped. One of the photos showed only two bands were attached in the ligator head. It is most likely that the manipulation of the device outside the patient could deploy some bands, and for this reason, there were only two bands attached. Also, it was observed that the teeth were bent/damaged, and the bands had evidence of tension. However, the device was not returned, consequently, a product analysis of the device could not be performed to determine if the device presented any condition that could have contributed to the reported event. Since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event; therefore, the most probable cause of the reported problem cannot be established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during a ligation of internal hemorrhoids procedure performed on (B)(6) 2023. During the procedure, after the handle was rotated, it was found that the bands were attached to one another and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and showed the bands were moved from their position and overlapped.